Manufacturer narrative:
Complaint evaluation: an evaluation was performed by a philips bench repair technician (brt) and the reported issue was confirmed and traced to a faulty display assembly. The display assembly was replaced and device successfully passed all required tests. The device was sent back to the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Complaint evaluation: multiple requests were made for evaluation and resolution data without a response. Device evaluation data is not available. Customer resolution and conclusion: the quotation for repair service was sent to the customer. However, the customer did not respond the quotation. The device remains at the customer site and no further evaluation is required at this time. H3 other text : multiple requests were made for evaluation and resolution data without a response. Device evaluation data is not available.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was a white screen failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.